Event description:
A customer reported that the coulter lh500 hematology analyzer leaked a small volume of clear fluid from the sample probe. The leak was contained within the instrument. The instrument did not generate error messages in connection with this incident. The customer was wearing a lab coat, protective eyewear, and gloves at the time of the incident. There was no report of injury or biohazard exposure to open wounds or mucous membranes, and medical attention was not sought. The customer did not review the material safety data sheet (msds), but the facility has an exposure control plan in place. No erroneous patient results were generated. Beckman coulter field service engineer (fse) noted that there was a leak between the sections of blood sample valve (bsv) during shutdown process. The fse replaced the bsv, and resolved the leak. Service activity performed was verified and the results met the published performance specifications.

Manufacturer narrative:
(B)(4).